Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The patient experienced syncope as a result. The plan is to replace the device. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient presented to the emergency room (ER) after experiencing syncope. The patient also exhibited diaphragmatic stimulation as a result of the safety mode programming. The device was explanted and replaced an hour after arriving to the ER. The device is expected to be returned for analysis. No additional adverse patient effects were reported.